Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a coronary diagnostic procedure. Reportedly, after deployment, the proglide device became stuck and could not be removed. The foot was already above the skin surface; however, the black sheath portion was stuck preventing the device from being fully removed from the patient anatomy. The guide wire was removed and the device proglide device was able to be pulled out; however, vessel access was lost. Manual arterial compression was applied to achieve hemostasis. Reportedly, there was a delay in the procedure due to the proglide device stuck in the arteriotomy; however, there was no clinically significant delay in the procedure, no reported adverse patient effects or sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.